Event description:
Related manufacturer reference number:2017865-2024-53819 it was reported that the right atrial lead and the right ventricular lead exhibited high capture thresholds and amplitude variation. Programming changes were performed. The patient was in stable condition.